Event description:
Pt explained they had an original boston scientific scs which 7 months after being implanted it was discovered it was a bad unit. Pt described they were never able to the stimulation therapy out of the leg and into their back. Pt said dr. (B)(6) was performing a different procedure and since they were never able to get the system to work properly they asked for it to be removed. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).